Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received that the lead exhibited noise and continued to exhibit high out of range pacing impedance measurements. No additional information was available. Available information suggests that this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Subsequent information was received that the patient later presented to the emergency room for an unspecified reason. It was noted that rv pacing impedance measurements remained high and out of range and were greater than 3,000 ohms. The physician suspected the rv lead was fractured. An invasive procedure was performed. The pocket was opened and subpectoral placement of the implantable cardioverter defibrillator (ICD) was noted. When the ICD was pulled out of the pocket, the header came off of the device. Testing of the rv lead through a pacing system analyzer (psa), revealed that all lead diagnostics were normal and within an acceptable range. The physician elected to explant and replace the ICD. The rv lead was connected to the replacement device and again, normal measurements were observed. No adverse patient effects were reported. The rv lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received from the local field representative that an in-clinic follow up was scheduled. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received from a health care professional (hcp) that a lead extraction procedure was anticipated for a date in the future. The local area sales representative was again contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found damage to the device identification tag.

Event description:
It was reported that this lead was later explanted and returned 6 years 10 months later with no additional information linking the explant to the previous reported clinical observations. No adverse patient effects were reported.